Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" during attempt to charge defib. Complainant indicated that there was no pt involvement in the reported malfunction.